Manufacturer narrative:
This event was determined reportable based on engineering evaluation dated 17 november 2006 stating device was received with a fracture at the shaft of the catheter. As received, the unit was broken 138.7 from the proximal end of the catheter. A full dimensional check could not be carried out as the hub was not present and damage to the unit prevented measurements from being taken. However, the dimensional inspection which was carried out was in specification. A coating confirmation test was carried out to check the pressence and integrity of the coating. The test confirmed the pressence of coating. There was no coating damage present. There are no other complaints reported for this batch of devices. This reported defect will be monitored and trended through the monthly complaints review board. Additional information regarding the complaint was requested and from the answers received, it can be determined that the catheter was checked when removed from the packaging and no anomalies were noted. The catheter was flushed with saline solution before removing it from the catheter and repeat flushing was performed, however, it is not known if the distal or proximal port was flushed first. Difficulty was experienced removing the catheter from the dispenser oil. As per the dfu, before removing and the catheter from the dispenser coil, the catheter must be flushed with heparanized saline via the distal port to activate the hydrophilic coating. The flushing must be repeated if difficulty in removing the product from the dispenser coil occurs.

Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, there was difficulty removing from the dispenser coil. At a later date, it was discovered that the catheter had fractured at the shaft. The procedure was completed with another device.